Event description:
It was reported that during a supply change the ilet user¿s caregiver attempted to replace the cartridge and it would not fit, and the pump was observed unlocked in a fill-tubing state with no consumables installed; the caregiver was unfamiliar with the connection and site removal steps, and customer care guided a full, correct supply change to completion. There were no reported adverse clinical effects. Outcomes included successful completion of the supply change with resolution through troubleshooting and user education. Investigation included troubleshooting over the phone and education on correct infusion set and cartridge replacement steps. Investigation of this case revealed user handling error related to incorrect supply change steps, with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error remediated by education.